Event description:
It was reported that the pt had an electrode implanted on (B)(6) 2011, with a follow-up planned for (B)(6) 2011. The follow-up was cancelled and it was reported that the electrode had been explanted due to bruising and anticipated functional after effects. Pt outcome was not provided. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).